Event description:
It was reported that during a rotational atherectomy treatment procedure, burr speed exceeded the set speed. The target lesion was located in the severely calcified mid to distal right coronary artery (rca). The physician performed ablation using a 1.5mm rotablator burr at 180,000rpm. During ablation the speed became unstable and resistance was encountered but was able to ablate the lesion. Upon removal the burr became stuck on the guidewire and was removed as a system. The physician completed the procedure using a new guidewire and a 1.75mm rotablator burr. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).